Event description:
It was reported that in situ testing showed 11 electrode channels in status hi. It is not known if there was an accident or trauma. A CT scan showed that the electrode array is fully inserted into the cochlea and that no damage is visible. Re-implantation is considered.

Manufacturer narrative:
Not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.